Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The customer did not allege a specific malfunction. During pre-testing, it was observed that the device was missing both o-rings. Reliability engineering evaluated the device. A functional assessment revealed that the motor could not be attached. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported that during an anterior cervical fusion surgical procedure the hand control device was "sliding on the motor device" and would not stay attached". The planned surgical procedure was completed without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).